Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a low blood glucose 50 mg/dl. Customer treated with food and declined troubleshooting. Customer stated that she had experienced low blood glucose for isolated events. Customer also reported that the insulin pump alarmed button error after exposure to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer reported missing segment on the insulin pump battery cap. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with esc and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. No moisture damage found inside the insulin pump. Insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, broken battery cap.